Event description:
A customer reported experiencing low blood glucose events, suspected to be caused by repeated instances of attempting to quickly lower high blood glucose levels, a practice known as "rage bolusing." These events have been occurring multiple times a week over the past few years, with the lowest levels reported in the 50s-60s mg/dl. The customer used liquid carbohydrates to treat the low blood glucose. Technical support recommended the customer consult a healthcare professional to discuss potential factors affecting blood glucose levels.